Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for unspecific cause. At the time of receipt there were no allegations against the functionality of the device. During return device testing laboratory analysis identified that this device exhibited leaky capacitors which can cause or contribute to premature battery depletion.